Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c3-t3 to treat canal stenosis. It was reported that the washer on the middle nut of the crosslink came off during final tightening. It was decided to leave the crosslink in place. No patient complications were reported.